Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. The heartmate 3 lvas was implanted during the (b)(46 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 year, 1 month. Investigation conclusion: a direct correlation between heartmate 3 lvas, serial number mlp-006407, and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists thromboembolism as an adverse event or a potential late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. This document contains information regarding the recommended anticoagulation therapy and inr range. The IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that a computed tomography angiography (cta) was performed on (B)(6) 2018 that showed peripheral occlusive acute pulmonary embolism with associated infarct without right ventricular (rv) strain. This cta was performed for evaluation due to persistant low alarms. The lvad inflow cannula was reportedly positioned more inferolateral than expected. No thrombus was reported but the cannula was suspected to be partially obstructed due to its positioning or atrioventricular (av) opening and closing to the full extent. The patient was hospitalized with ongoing hepatic dysfunction and resulting anticoagulation issues. Warfarin was discontinued (B)(4) 2018. Aspirin was continued. On (B)(6) 2018 apixaban was initiated and continued at discharge.